Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30415081m number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 12/1/2020. The patient is a 51 year old male. The patient¿s outcome was improved. The physician commented that there was no relationship between the adverse event and biosense webster products. Therefore, processed a2. Patient age at the time of event; a2. Age unit and a3. Gender. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc(B)(4).

Manufacturer narrative:
(B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure for atrial fibrillation (afib) with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring a pericardiocentesis. Two hours since the beginning of the procedure, after the left pulmonary vein (pv) was ablated, the patient¿s blood pressure dropped. The soundstar eco 8f ultrasound catheter was placed in the right ventricle, and a pericardial effusion was confirmed when the echo image was checked. The procedure was stopped, and pericardiocentesis was performed. Blood pressure stabilized and the procedure was aborted. There was no information about extended hospitalization nor final outcome. The physician commented that they did not feel discomfort with the catheter. There was one location where too much force was applied, and they believe that the perforation occurred. The physician¿s commented that there was no causal relationship to the device. Since cardiac tamponade may be life threatening it is MDR reportable. High force reading was highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was low. Thus, it was not MDR reportable.